Manufacturer narrative:
The device was reported as not available for return to the manufacturer. The investigation into this incident is ongoing. As additional information is received; a supplemental report will be issued.

Event description:
It was reported that during use with a chemolock¿ bag spike a cisplatin bag leak occurred due to the spike poking a hole through a baxter port resulting in the chemotherapy coming in contact with the patient or healthcare provider. The drug was remixed and chemolock was not replaced. There was patient involvement but no harm was reported. This is report 2 of 2.

Manufacturer narrative:
A representative photograph was returned that shows the spike tip of a cl-10 bag spike that has penetrated through the sidewall of the infusion bag access port. There does not appear to be any cl-10 bag spike damage or anomalies visible from the photograph returned. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause of the complaint cannot be determined without return of the affected sample.